Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under the down arrow key contact.

Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for the past week. She stated that boluses have been cancelled without user intervention.